Event description:
It was reported that "bag rupture during an ovarian extraction operation in the gynaecological unit.a second bag had to be used to complete the operation." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The actual complaint samples was not returned, however, the customer returned 9 unopened representative samples to the manufacturer for evaluation. The manufacturer reported: "there was received 9 representative samples, and all samples were packed in one pe bag and in original teleflex paper box, in which is usually packed 5 pcs. According label these representative samples were chosen from complained batch. Each sample was packed in original pouch, not opened. There one opened sample and there was no observed deviation. The reported defect cannot be confirmed. No issue was observed on returned representative samples. All measured values complied the specification. No other dimension has the connection to the complained defect. Reported defect cannot be confirmed based on dimensional inspection of foil performed under incoming inspection and based on measuring of representative sample. Thickness of foil measured in random 5 points comply with specification. There was provided functional test on each of 9 representative samples delivered from customer. The extraction bag shall withstand tensile force applied on the bag in conditions simulating bag removal from abdominal cavity. During functional test there was no observed deviation. All sample meet the specifications. Multifunction inspections were performed during production and/or packaging of memobag products. Non-conforming products should be detected and immediately scrapped during these inspections. The memobag was 100% inspected several times during production. During welding of bag, 100% visual inspection is performed on all welded bags. Presence of scratches, grooves or holes on the surgace of protective film is inspected. In case of some of these defects, the bag is always scrapped. Strength test of bag is performed in 4 points. All points complied with the specification. In case of broken or damaged bag, such bag should be immediately detected and scrapped. The review of DHR revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. The root cause of this complaint was determined "undetermined/unknown". Reported defect could not be confirmed as the complained device was not available for investigation. It was not possible to identify the root cause based on testing of representative products. As the root cause of this complaint was determined "undetermined/unknown", no corrective action/preventive actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "bag rupture during an ovarian extraction operation in the gynaecological unit. A second bag had to be used to complete the operation." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).